Manufacturer narrative:
The customer¿s report of a ¿hole¿ in the tubing was confirmed. Functional testing revealed small leaks in the pump segment, and microscopic examination determined the source of the leaks to be 3 pin-sized holes in the top portion of the silicone segment, located at and just below its engagement with the upper fitment. The root cause of the holes was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that there is a small "pin sized" hole in the silicone pump tubing segment where it connects to the "blue plastic", not specified if this is meant to describe the upper fitment or the lower fitment. There was a fluid leak, and the event occurred while the set was in use on a patient. There is no information about how long the set was in use before the leak was discovered. There was no patient injury.

Manufacturer narrative:
Correction to initial report.